Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen is scratched to the point where he cannot read it properly. Customer stated that he does not know how the damage occurred. Customer stated that up and down in the center of the screen are 4-5 scratches. Customer stated that he has fallen a couple of times and does not know how the damage happened. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a broken belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.